Manufacturer narrative:
The following elements have blank data

Event description:
The anesthesiologist inserted a central line. As he was removing the guide wire, he noticed the wire was unraveling. After the wire was removed, the wire had broken and a section was retained in the vessel. The surgery was cancelled and the patient was taken to the interventional radiology suite. A 4-5 inch section of wire was removed. It was determined there were no other wire fragments left in the vessel. Manufacturer response for two-lumen central venous access kit, arrowgard blue mac (per site reporter). Device was returned to the company representative.